Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet pump user experienced persistent high glucose readings for approximately 1.5 to 2 hours after eating without a meal announcement during early training; the caregiver confirmed tubing patency and replaced a shorter tube and was advised to monitor while the device¿s correction function addressed the hyperglycemia. Symptoms included feeling sleepy without other reported complaints. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included remote troubleshooting, verification of infusion set function, and user education on proper meal announcements. Investigation of this case revealed no device malfunction and instead suggested user behavior consistent with a missed meal announcement leading to hyperglycemia, with the infusion system functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement during training.